Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not working. There were no patient complications and after surgery it was not possible to identify the cause of the issue.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.